Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to try various charging methods, but the issue persisted. Technical support decided to send a replacement pump and the customer would use mdi as a backup therapy. The customer was informed about the replacement process, including the return of the defective pump and the availability of training on the new device.